Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(4) - manufacturing date: september 11, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the tip of a t25 stardrive shaft stripped during a an unknown spinal fusion procedure on (B)(6) 2016. The procedure was completed without delay, but additional details are unknown. This report is 1 of 1 for (B)(4).